Manufacturer narrative:
Device evaluation summary: device evaluation summary of battery sn (B)(4) has been completed. The reported problem (battery non-functional) was confirmed. Upon receipt, the battery enclosure was missing, exposing the battery cells and pca. The battery cells were also found to be excessively discharged. The battery was unable to power on a monitor or charge. The cause of the inability to power on a monitor was the depleted cells and damaged housing. The cause of the depleted cells and damaged housing was unable to be positively identified, but was likely due to the physical abuse to the battery pack. No adverse event resulted from the damaged battery pack.

Event description:
A zoll distributor returned battery pack sn (B)(4) to report that it would not power up a monitor.